Event description:
Patient reported very painful, swollen knees after injections on (B)(6) 2017. Dose or amount: 6 ml millilitre(s). Route: intra-articular. Therapy start date: (B)(6) 2017. Therapy end date: (B)(6) 2017. Diagnosis or reason for use: primary osteoarthritis.